Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The device read the temperature and lesion properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the antenna had an abnormal temperature reading during cauterization and after ablation. Replaced with new similar antenna using the same generator and it worked fine which completed the procedure. There was no patient injury.